Event description:
It was reported that the patient's pacemaker triggered an elective replacement indicator (eri) alert while displaying a voltage level above the eri threshold. The alert was resolved, and no additional intervention was performed. The patient condition was stable.